Event description:
It was reported that customer experienced cgm error message during use of sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions, completed pump reset with guidance, did not see error reappear, and successfully started new sensor session; no additional information was received regarding the outcome of the event.